Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings:. One call service alarm observed in the black box on the reported failure date of 03/10/2014 time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, no moisture corrosion was observed. Unable to duplicate the complaint during investigation. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast.